Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
Material no: 305270; batch no: 9093523. It was reported that during use of the bd integra¿ syringe with detachable needle there was resistance when drawing up vaccine and when administering the vaccine. "When the plunger was depressed (with the needle inside the patient's arm), the vaccine liquid squirted out at the junction where the needle and syringe screw together instead of going intramuscular." The following information was provided by the initial reporter: there were 2 incidents took place this past month with the syringes while administering a vaccine. Upon drawing up the vaccine, there was some resistance (took several attempts--it was just pulling up air at first). Then when the plunger was depressed (with the needle inside the patient's arm), the vaccine liquid squirted out at the junction where the needle and syringe screw together instead of going intramuscular.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305270 batch no: 9093523. It was reported that during use of the bd integra¿ syringe with detachable needle there was resistance when drawing up vaccine and when administering the vaccine. "When the plunger was depressed (with the needle inside the patient's arm), the vaccine liquid squirted out at the junction where the needle and syringe screw together instead of going intramuscular." The following information was provided by the initial reporter: there were 2 incidents took place this past month with the syringes while administering a vaccine. Upon drawing up the vaccine, there was some resistance (took several attempts--it was just pulling up air at first). Then when the plunger was depressed (with the needle inside the patient's arm), the vaccine liquid squirted out at the junction where the needle and syringe screw together instead of going intramuscular.